Event description:
It was reported that this was a vessel closure of an unknown vessel using two prostyle devices after an unspecified procedure with an 8f sheath. Reportedly, the devices were deployed successfully; however, when the white suture end was to be pulled to tighten the knot, it could not be discerned which end was the white end. The sutures looked the same. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported ¿it could not be discerned which end was the white end¿ could not be confirmed as the suture was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined as suture was not returned to verify if the shrink tubing was present on the non-rail end of the suture. Factors that contribute to the reported ¿it could not be discerned which end was the white end¿ may include, but not limited to, manufacturing, user error (pulled plunger before pushing to deliver suture through vessel wall leading to detachment of shrink tubing). The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. 5 sterile/unused devices were returned and underwent visual and functional testing. Visual: 5 of 5 returned devices were inspected per the test plan. There was no damage noted to the sterile/unused devices. Qat testing: all samples were successfully tested per the test plan. There were no anomalies noted. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. D4: part #, lot #.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unknown vessel using two prostyle devices after an unspecified procedure with an 8f sheath. Reportedly, the devices were deployed successfully; however, when the white suture end was to be pulled to tighten the knot, it could not be discerned which end was the white end. The sutures looked the same. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.